Manufacturer narrative:
Continued h.6. Health effect - impact code: f23. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the left eye. Pow2-3, iop of 30 mmhg and 4 medications were provided. Pom1-2, patient underwent needling and ab-externo implantation of a second xen®45 gts, resulting in hypotony maculopathy. Pom3-5, iop of 12 mmhg and 1 medication was provided. Pom8.5, patient underwent needling due to iop of 16 mmhg on 4 medications. This record captures the 2nd device. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.